Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius dry acid mixer had a burned fill valve. Smoke was also observed coming from the mixer after attempting to use it. The smoke did not trigger any smoke detectors within the facility. Use of a fire extinguisher was not required. The thermal damage was discovered during machine repair after the mixer was initially evaluated for failing to fill. There was no harm to any patients or individuals because of this malfunction. The biomed replaced the fill valve and control board, which resolved the issue. The biomed noted that the control board required replacement following replacement of the fill valve as its electrical output was only 24v and not the standard 120v which prevented the fill valve from opening properly. The biomed reported that there was no other damage observed on any other components, or any other additional issues, associated with the burned fill valve. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The complaint samples are available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). However the complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius dry acid mixer had a burned fill valve. Smoke was also observed coming from the mixer after attempting to use it. The smoke did not trigger any smoke detectors within the facility. Use of a fire extinguisher was not required. The thermal damage was discovered during machine repair after the mixer was initially evaluated for failing to fill. There was no harm to any patients or individuals because of this malfunction. The biomed replaced the fill valve and control board, which resolved the issue. The biomed noted that the control board required replacement following replacement of the fill valve as its electrical output was only 24v and not the standard 120v which prevented the fill valve from opening properly. The biomed reported that there was no other damage observed on any other components, or any other additional issues, associated with the burned fill valve. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The complaint samples are available to be returned to the manufacturer for physical evaluation.